Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. A vascular complication requiring the use of a covered stent was performed; however, no additional information was provided. A root cause cannot be determined due to insufficient information. The IFU was reviewed and confirmed to precaution that if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Manufacturer narrative:
Device will not return for evaluation however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: there was a vascular complication requiring a covered stent. This was confirmed with the doctor that there was an issue, but he did not go into details, so unaware whether manta was involved. No additional information has been received even after multiple attempts, including direct attempts directly to the site.